Manufacturer narrative:
The device investigation has been completed and the results are as follows: returned sample: the implant was returned but not in original package. The implant was verified to be a hahn tapered implant 3.5 mm x 11.5 mm (70-1154-imp0006) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Internal feature was fine. Bone debris was observed from the implant. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report.

Event description:
It was reported that a hahn tapered implant failed. The doctor reported that the implant was placed on (B)(6) 2019 at tooth location #4. The patient returned on (B)(6) 2019 to have the implant checked. At that time, the doctor noted that the implant appeared normal, but had not yet fully integrated. The patient returned again on (B)(6) 2019. At that time, the doctor noted slight mobility with the implant while placing a healing abutment on the implant. The doctor recommended waiting two more months to see if the implant would integrate. The patient returned a final time on (B)(6) 2019. At that time, the doctor decided that the implant would not integrate, and removed the implant. The patient is currently in good condition with a bone graft (l-prf) in the site. The patient has type ii bone quality, and has no relevant medical or dental history. There was no abnormality noted with the implant itself.